Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). Ts was informed that the local representative performed a software upgrade and interrogated the device. A red screen was displayed on the programmer associated with a da code. The local representative was informed that the da error is temporary bit flip in device memory, is self-correcting and benign. The local representative reported that the device was functioning appropriately with no evidence of device malfunction during the in-clinic check. Ts commented that although not required, stored data could be uploaded for in-house engineering analysis. Boston scientific received information from the local representative that although stored data was uploaded, no analysis was required.